Manufacturer narrative:
In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent breast surgery on an unknown date and suture was used. The patient experienced a wound dehiscence approximately 7 to 10 days post operative. Additional information has been requested.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: (B)(4), batch emk204 mfg date: 11/01/2012, exp date: 07/14/2017; (B)(4), batch elm656 mfg date: 10/01/2012, exp date: 07/14/2017.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.